Event description:
It was reported by the legal guardian that the patient developed skin irritation at the pod¿s insertion site (arm) while wearing the pod for an unknown duration. The patient reported irritation, redness, and itchiness at the infusion site. Reportedly, the patient is enrolled in special education and tends to pick at the pod. Upon removal of the pod, skin markings matching the size and shape of the adhesive were observed. The symptoms were reported to be worse during the summer season. The patient sought medical attention on june 20, 2026, wherein the site was evaluated by a physician who prescribed an ointment to address the issue. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.